Event description:
It was reported that during a bariatric procedure, the load locked during the firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information was requested and the following was obtained: did the device deliver any staples or a cut line before it blocked? No. The device didn¿t staple and didn¿t cut. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? In the third fire. What was the product code for the stapler that was being used? Ats45.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did the device deliver any staples or a cut line before it blocked? On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What was the product code for the stapler that was being used?

Manufacturer narrative:
(B)(4). Additional information: batch # k5az9f. Conclusion: the analysis results found that the 6r45b reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.